Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported via (B)(6) post "any other institution having issues with bard power loc port needles cracking at the tubing close to the microclave or up near the needle? Or leaking around the site?"